Event description:
Procedure type: low anterior resection. According to the reporter: the pin on the left side of the device broke off and fell to the floor during the case. A 1mm plastic piece of the device was observed to be missing from the device after the pin disengaged. It is unk if this piece fell into the patient's cavity. A new device was used and the case was continued.

Manufacturer narrative:
Initial report sent: 08/11/2008.